Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported their automated impella controller (aic) had three controller failure alarms in its history. The customer is aware of trending alarms and has a backup aic. No patient harm has been reported.

Manufacturer narrative:
Corrected data - d4 UDI number corrected. - d6a erroneously populated in initial report and should have been left blank the investigation is still ongoing.

Manufacturer narrative:
D6b. Date of explant, has been added. D9, date device returned to manufacturer, has been added.